Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted total knee arthroplasty, two (2) real intelligence robotic drills displayed a flickering x when connected to the cori console. In addition, a robotic drill critical error was shown. Both drills were previously checked and had passed validation test prior to delivery to the hospital. Surgery was resumed, after a significant delay, by manual procedure instead. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. When trying to run a case, on the ¿connection¿ screen, the system threw a timeout error before reverting to a flicker. When trying to complete a kpc test, the console threw a ¿robotic drill critical error¿ on the ¿robotic drill connection¿ screen and would not allow the user to proceed. The drill was taken apart for further investigation, and it was found that the drill¿s exposure motor had failed. The exposure motor was swapped out with a known good exposure motor and the drill completed a case and a kpc test without error. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however no further escalation action is required. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, connecting the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6, h7, h9: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. When trying to run a case, on the ¿connection¿ screen, the system threw a timeout error before reverting to a flicker. When trying to complete a kpc test, the console threw a ¿robotic drill critical error¿ on the ¿robotic drill connection¿ screen and would not allow the user to proceed. The drill was taken apart for further investigation, and it was found that the drill¿s exposure motor had failed. The exposure motor was swapped out with a known good exposure motor and the drill completed a case and a kpc test without error. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, connecting the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.